Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with lab. Results are as follows: date: (B)(6) 2013, inratio: 3.8, lab: 1.9. Therapeutic range: unknown. Time: tests were taken less than 15 minutes apart.